Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that she had issues with the infusion sets and reservoir triggering the no delivery alarm. The blood glucose reading was over 300 mg/dl. She stated that 4 of her infusion sets had no delivery alarms, and on some occasions she said that her infusion sets would feel flushed. She stated that she would press the infusion sets back down, which would stop the no delivery alarm, but she reported that her blood glucose levels would still rise despite treating with a manual injection; she stated that this was due to her background basals no delivering properly. She also observed some bent infusion set cannulas upon removal and adhesive issues. She advised that the no delivery alarm would be resolved by an infusion set change. She requested to return the infusion sets and reservoirs for analysis. She also noted that her highest blood glucose reading was 563 mg/dl during the recurring issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.